Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer's father reported via phone call that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose was between 700 and 740 mg/dl. The caller did not observe any significant events leading to the hospitalization. He stated that the customer was wearing the insulin pump at the time of admission. The diabetes clinical manager reported that when the insulin pump was rewinding, the piston did not sound correct. The diabetes clinical manager requested that the insulin pump be replaced due to the customer's high and low blood glucose. The customer's most recent blood glucose 169 mg/dl, and he experienced vomiting. He treated with manual injections. The customer was admitted and released the next afternoon. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.